Event description:
Per dealer, sieve are leaking. Per independent repair center statement, the unit was alarming or red light. The key failure was sieve beds were leaking. Additional malfunctions were 4-way valve, zip tie and gear clamp.